Event description:
It was reported by service report that the siderail would not latch upright and the toprail was broken with sharp edges. No patient involvement or adverse consequences are reported.